Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not recreate the problem by performing the splld check over the sample and reagent rack. Fse inspected the x-arm and found dried serum/ reagent on the tip clamp and tip clamp sleeve in position # 2. Replaced the lld spring, tip clamp, tip clamp sleeve and plunger clamp to correct the problem. The instrument was tested without further problem and was returned to expected operation.